Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with two infusion sets on (B)(6) 2026 as spring was detached from the outer ring of inserter and the event occurred prior to insertion. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.